Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The device evaluation reported that during testing when the device was switched on, no light on the front panel displayed but the device exhibited an alarm, and this was caused by faulty motherboard. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the high flow insufflation unit exhibited light and alarm on the front panel when switched on. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon "when the device is turned on, the front panel light is not displayed and an alarm sounds" has been reproduced. It was determined to have occurred due to the failure of the printed circuit (cr) board; however, the root cause of the failure of the cr board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.